Event description:
Customer reported she had surgery due to an infection in her leg where she inserted her sensor. Customer's current blood glucose was unknown. Customer stated there was a round bump above her skin after she removed the sensor. She had surgery to remove the sensor because the doctor thought the needle cannula might have been stuck in her leg. After surgery, no part of the sensor was found. When customer went through an airport scanner, she was told there was metal in her leg. Customer reported her blood glucose is pretty normal. She was advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.